Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-apr-2023, implanted: (B)(6) 2021, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-apr-2023, implanted: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's post-operative course was marked by paranoid delusions, agitation and fluctuating symptoms. The patient had been pulling on lines, stating desire to leave hospital, accusing wife of plotting against him, and refusing medications. He experienced an episode barricading himself in the room which required assistance of security to diffuse the situation. The event required hospitalization/prolongation of existing hospitalization and low dose seroquel was administered to treat the patient. The event was considered not related to device and related to procedure and surgery/anesthesia. The event resolved without sequelae as of (B)(6) 2021.